Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicates that the dislodgement was found the next day upon interrogation. It was noted that there was no capture at maximum output. The patient was then discharged right after the revision. This right ventricular (rv) lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this right ventricular (rv) lead was abandoned surgically.